Event description:
During laproscopic cholecystectomy physician saw fire and smoke on the tip of the gray bovie cord. Fire was small. It had set the armboard cover drapes on fire but fire was put out with sterile water. Patient was not injured. The tip of the cord had come apart from the plug and caused the fire. This is a cord that is processed and used again. It is not disposable.